Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that a kink was notice to the access sheath after the device was partially recaptured. No patient injury or complications were reported. Procedure was completed with another of the same device.

Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman access system. The hub/valve, sheath, and tip were microscopically and visually inspected. Inspection revealed a sheath kink located 5cm and 6cm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that a kink was notice to the access sheath after the device was partially recaptured. No patient injury or complications were reported. Procedure was completed with another of the same device.